Manufacturer narrative:
Additional device product codes: ftm, ftl. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the surgery a synpor titanium reinforced fan plate came apart. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown. This report is for one (1) synpor ti reinforced fan plate 0.8mm thick-sterile. This is report 1 of 1 for (B)(4).